Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the first treatment pass of the aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error." Troubleshooting was able to temporarily resolve the issue, however, the aquabeam robotic system generated another "e22 - motorpack error", which could not be resolved. The treating surgeon decided to resect the remaining tissue with a loop instead of replacing the aquabeam handpiece with a new one. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. A replacement aquabeam handpiece was provided to the hospital as part of warranty replacement. The treatment log files were reviewed and found that the system triggered an e22 error along with multiple e23 errors, confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 24c00113 was performed, which confirmed that there was one (1) non-conformance issued to this lot during the manafacturing process that could potentially be related to the reported failure. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.